Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that they were made aware of issues with the monopolar curved scissors (mcs) tips coming completely off the shaft of the mcs. There were a total of four tip covers that have become dislodged and would be returned for investigation. There was no reported injury.